Manufacturer narrative:
The insulin pump received with operating current within specification. The insulin pump passed self test, error test and displacement test. Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to verify motor error alarms, perform basic occlusion test, occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus delivery. The blood glucose reading was 594mg/dl. Troubleshooting was performed. The customer stated that the drive support cap is flush. Assisted the caller to run the displacement and self test and they passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.